Event description:
A customer reported receiving erratic readings on their precision xtra meter. The customer obtained readings of 1.3 mmol/l, 18.6mmol/l, and 8.3mmol/l on their meter within ten minutes timeframe. When plotted on a parkes error grid, the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow-up report will be filed once investigation results are available.